Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately six year post filter deployment, a CT pulmonary angiogram was positive for bilateral pulmonary emboli. Approximately seven years post filter deployment, CT of the chest revealed small right lower lobe filling defect which appeared new or increased in size from prior exam and suspicious for small pulmonary embolus. Therefore, based on the provided medical records, it can be confirmed that the patient had pe after filter implantation. The origin of the pe and the relationship to the filter has not been established in the provided medical records. Henceforth, the investigation is inconclusive as no objective evidence has been provided to confirm any deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review:the current IFU (instructions for use) states: potential complications: procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Possible complications include, but are not limited to, the following: - acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Some time post filter deployment, the patient allegedly experienced a pulmonary embolism. Patient status was not reported.